Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer failed to lock in the operation room. A field service engineer replaced the solenoid and spring to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis anesthesia es system, the drawer failed to lock, which hindered users from accessing medication for a patient. The customer reported that there was no delay in the patient's workflow, as the customer had 2 other medstations available in the same room for medication retrieval. There were no adverse events or injuries reported based on this event.